Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0yh4l, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported experiencing a loss or change of therapy, noting that she had a problem with "peeing". She was able to feel the stimulation. The patient reported going to the emergency room on (B)(6) 2015 because she was vomiting and feeling nauseous. The patient was told she was dehydrated and got "a little of the IV bag". She has continued to be nauseous every morning since. She also stated she was given percocet after implant and has been taking it daily except for on (B)(6) 2015 and was not sure if that was why she was nauseous. The patient noted that her settings were at 1.4 v and that she had turned it up to 2.4 v until it started throbbing. She was assisted in decreasing the voltage to 2.1. The indication for use is gastrointestinal/pelvic floor. Follow up was attempted to obtain more information regarding troubleshooting and patient outcome. If more information becomes available, a supplemental report will be filed.